Event description:
The surgeon inserted a cq2015 three piece collamer lens and the haptic tore during insertion. The lens was removed without enlarging the incision and no sutures were required. There was no pt injury. Another lens was implanted.